Manufacturer narrative:
One non-sterile cypher 3.00 x 13mm was received coiled inside a plastic bag. Kinks along the cypher shaft were found, however, these kinks are related to the packaging used to return the unit. The stent was received moved to the distal end of the balloon and the distal end of the stent was compressed. Stent crossing profile could not be performed due to the conditions of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process, that can be related to the reported complaint. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion has been investigated, and the consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. After the device failed to cross the target site, and the device was withdrawn back through the guiding catheter. The IFU instructs the user that they should not attempt to pull an unexpanded stent back through the guiding catheter, as dislodgement of the stent from the balloon may occur. They should remove the stent, wire the guiding catheter as a single unit. The failure to cross complaint reported by the customer could not be confirmed; therefore, the root cause of the failure could not be determined. Stent moved and compressed was confirmed. The cause of the stent movement/compressed appearance could not be conclusively determined; however, there is no evidence to suggest that this is related to a manufacturing issue or defect of the product. There are lesion, vessel and procedural factors that contributed to this event. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
The target lesion was in the ostium of the lad lesion. The patient's anatomy was described as tortuous. The lesion was predilated. The crb1300 was tracked toward the target site without difficulty; however, the stent would not cross the lesion site. No excessive force was applied to the device. Upon inspection of the device, the proximal stent struts were noted to be flared. The physician feels that the stent may have caught on the edge of the guiding catheter during removal.